Event description:
It was reported that, "the surgeon was doing a removal of a hybrid plate from a previous surgery. He threaded the hybrid screw extractor into the screw. When he turned the driver to unscrew the screw, the draw rod snapped off flush with the screw head. The rep had an old-style driver to remove the screw in the set, but it took about 20-23 minutes longer to remove all the screws from the plate."

Manufacturer narrative:
Method: visual inspection, device history review, complaint history analysis and risk assessment. Results: the device was inspected and it was confirmed that the tip did fracture, the tip was not returned. The device history was reviewed and no relevant deviations were reported. (B)(4). Investigations into past complaints concluded that the failures were the result of user-error i.e. Over-angulation. The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft". There were no reports of adverse consequences to the pt as a result of the instrument breakage. The reflex-hybrid revision drive draw rod tip is made from biocompatible material to mitigate the risk of it potentially remaining in a pt. Conclusion: the instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw. Pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft."